Manufacturer narrative:
PMA/510 (k) # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The (B)(4) distributor reported that back hair was observed inside the primary package during inspection. There was no patient involvement.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control, and visual inspection of the photos provided was conducted during the investigation. The complaint device was not returned. However, customer photos show one unopened product with visible foreign matter inside. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of device photographs, and the results of our investigation, the root cause of this defect was found to be manufacturing related. At the time of the manufacturing of this device, the failure mode of foreign matter in sealed packages had been escalated per internal processes. Per the quality engineering risk assessment, no further action is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.